Event description:
It was reported that the patient underwent an anterior interbody spinal fusion at l3-l5 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2010 the patient underwent complete anterior discectomy l3-4 interbody fusion with 12x14 titanium mesh. Partial corpectomy l3. Complete anterior discectomy l4-5 interbody fusion with 10x14mm titanium mesh. Partial corpectomy l4. Left anterior iliac crest bone graft. Intraoperative emg and ssep monitoring. Intraoperative fluoroscopic guidance. Preoperative diagnosis: degenerative disc disease with degenerative spondyliothesis l3-4 and l4-5. Congenital sacralization of l5. End-stage degenerative disc disease l4-5. Per-op notes: "this also exposed a broader bleeding bony surface to facilitate fusion healing. The endplates wore prepared appropriately. The trials were inserted, and a 12x14mm implant was selected. A large piece of rhbmp-2 was placed along the posterior annulus followed by the bone graft mixture. The cage was packed with the patient's own bone mixed with bank bone, and was inserted under direct visualization. Rhbmp-2 and bone graft were placed on the either side of the cage. Anteriorly, a rongeur was used to decorticate the superior endplate of l4."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.